Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a vena cava filter deployed successfully for pending surgery, the reason for the filter deployment was for history of dvt, and the patient was contraindicated for anticoagulation. Approximately one week post filter deployment during a scheduled filter retrieval procedure, guided fluoroscopy demonstrated the tilted filter apex located at the renal vein. Despite multiple attempts made with a snare device, the filter was not retrieved. The decision was made to leave the filter in place as the procedure was concluded. The patient remained hemodynamically stable throughout the entire procedure. No other attempt was made to capture or retrieve the filter. There was no reported patient injury. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a venacavogram demonstrated a tilted filter ten days after deployment. Allegedly, despite multiple attempts made, the filter could not be repositioned, captured, or retrieved successfully. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU(instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one week post filter deployment for history of dvt and pending surgery, a scheduled filter retrieval procedure was performed. Guided fluoroscopy demonstrated a tilted filter with the apex located at the renal vein. Despite multiple attempts made to capture and retrieve the filter, it remains implanted. The physician decided to leave the filter in place. The patient was hemodynamically stable at the conclusion of the procedure. There were no reported additional attempts made to retrieve the filter. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pending surgery. At some time, post filter deployment, it was alleged that filter struts perforated and the patient reportedly experienced abdominal pain. Guided fluoroscopy demonstrated a tilted filter with the apex located at the renal vein. Despite multiple attempts made to capture retrieve the filter, it remains implanted. Approximately one-week post filter deployment filter retrieval procedure was performed. The device has not been removed and there were no reported attempts made to retrieve the filter after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, filter retrieval attempt was made. Venogram showed the presence of a tilted filter. The superior most aspect of the filter was encroaching into the origin of the renal vein making retrieval problematic. Then, a snare was used and tried to grasp the hook of the filter. This was done with several maneuvers but it was unable to grasp the hook of the filter. Then an alternative approach by upsizing the sheath to a 16f sheath and using a combination of reverse curved catheter through the interstices of the stent and into the inferior vena cava and then snaring the wire to try and engage the filter. This was fixed but was not feasible. After around two and a half hours of attempts, the procedure was eventually aborted. Approximately three years later, patient presented with back pain and abdominal pain. Subsequent, computed tomography revealed filter was below the level of right renal vein, tilted 90 degrees off its axis with retrievable top extending into the right and struts extending into the left. Compared to computed tomography scan done earlier, the position does not appear to have changed although one of the struts appeared possibly to be poking into the under surface of the pancreas. Therefore, the investigation is confirmed for retrieval difficulties, perforation of the inferior vena cava (ivc) and filter tilt.per medical records, attempt was made to engage the apex of the filter using snare but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pending surgery. At some time, post filter deployment, it was alleged that filter struts perforated and the patient reportedly experienced abdominal pain. Guided fluoroscopy demonstrated a tilted filter with the apex located at the renal vein. Despite multiple attempts made to capture retrieve the filter, it remains implanted. Approximately one-week post filter deployment filter retrieval procedure was performed. The device has not been removed and there were no reported attempts made to retrieve the filter after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not performed as a correct lot number was not provided. Investigation summary: neither the device nor images were returned. Medical records were provided. The medical records allege a venacavogram demonstrated a tilted filter ten days after deployment. Allegedly, despite multiple attempts made, the filter could not be repositioned, captured, or retrieved successfully. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.